Event description:
The customer reported there was a bad connection where the interconnect cable plugs into the c-arm. And it will intermittently fluoro when moving the connector. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The bent pin in the lemo connector was repaired and returned to svc. The system now operates as intended.